Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited intermittent image. Included so severe noise or flicker that the endoscopic image was not visible. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for evaluation and the reported event was confirmed. Based on the results of the investigation and the information provided, it was surmised that the image was not properly displayed due to faulty patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer stated the device had been in storage and was not in use when the event was observed.